Event description:
On (B)(6) 2013, it was reported that the vns patient underwent generator replacement that day. The explanted generator could not be returned as it was discarded by the hospital.

Event description:
It was reported that the patient was putting on her pantyhose the morning of (B)(6) 2013 and heard a "crack" at the generator site and says that it now feels like it is stimulating over and over. The nurse in the ER noted that they performed x-rays and didn't see anything of concern. The manufacturing records for the generator were reviewed and device met all specifications prior to distribution. The manufacturer's consultant stated that he performed system diagnostics on the patient and there was no high lead impedance. The physician later reported that no causal or contributory programming or medication changes precede the onset of the event and no patient manipulation or trauma occur that is believed to have caused/contributed to the event. The only intervention being taken is to replace the vns generator. Clinic notes dated (B)(6) 2013 were received which indicated that he patient has begun to have some pain around the generator site in the left chest. The patient denied any specific injury. There have been no other orthopedic issues or fractures noted. The vns generator has veen felt to be in need of replacement. The patient stated that she at times will have palpitations. The patient was tender to palpation mainly about the superior margins of the battery. There was no erythema or inflammation noted. Diagnostics were noted to be within normal limits and the patient's settings were output=1ma/frequency=30hz/pulse width=500usec/on time=21sec/off time=1.8min. It was noted that the "battery function appears to be good presently." Good faith attempts for further information have been unsuccessful. Although surgery is likely, it has not occurred to date.